Manufacturer narrative:
Device received with minor scratches on lcd display window noted. Device passed displacement test, self test, off no power test and all operating currents tested within the specific range. No unexpected low battery alarm were noted. All buttons functioning properly. No button error alarm during testing. No moisture or corroded keypad found. No flatted keypad. Connector was inspected and locked on lcd board.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that insulin pump buttons were harder to push. Customer¿s blood glucose was unknown at the time of incident. The customer also stated that insulin pump had rejected new batteries and scratches on the screen. Troubleshooting was not performed. The insulin pump will not be returned for analysis.